Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported in a (B)(6) broadcasting corporation article, that the customer was found dead in his home on (B)(6) 2016. The customer was discovered in his bed. It was mentioned that health (B)(6) wasn't properly equipped to investigate the cause of death; however, the coroner's inquiry ruled his death as accidental and stated that a "malfunctioning insulin pump" may have contributed to an insulin overdose. Health (B)(6) identified that the insulin pump was stuck in "prime" mode, and instead of injecting a few test drops, the customer's insulin pump continued to deliver the entire reservoir of insulin, which may have caused an overdose. However, inspectors were unable to open the insulin pump casing to confirm the cause of the issue. The customer's family was advised to return the device to medtronic for further investigation. This event was created based upon an article. The event is limited to the specific patient case presented. The event does not include aggregate events that are referenced in the article as that information was obtained via publicly available databases such as the us FDA maude database, which consists of events medtronic already reported to us FDA by medtronic. We were unable match the published event to an existing case due to limited information and therefore are submitting this as an additional report.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
Material has been changed to mmt-511 for svn (B)(4).